Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation. It was determined that more than 6 years have passed since the delivery of this product. The connector socket wore out and failed due to long-term repeated use. E300 error is light guide error. The endoscope light guide detection did not work due to wear of the connector socket, resulting in e300 error. (When e300 occurred, all led indicators blinked.) The device was repaired and returned to the customer. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
All leds of the front panel flashed. Also, error e300 was displayed when the device was turned on by the failure of the socket unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.